Manufacturer narrative:
The complaint was received in the mail in the form of a medwatch from the facility. The report indicated the device was not saved therefore cannot be returned for an evaluation. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured according to specification with no nonconformances or other abnormalities associated with the device. There were no deviations or process changes in the manufacturing of this device. All inspections and sequence of operations were properly followed and documented. Without an evaluation of the device a root cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The blue lumen of the apheresis line was accessed per policy. The red lumen of the catheter was noted to have air in it. Patient stated that there was air observed in the line the week before also. She denies the cap coming off or any notable leakage. No cracks were visible in the line by the apheresis unit nurses or surgery team who came to consult when the air was discovered. Dressing removed by surgery team, heparin dwell removed, and line flushed with ns while the general surgery resident, pa and rn watched for leaking. No leaks noted. Due to unexplained recurrence of air in the line and risk for harm, a plan was made for the central line to be removed in the or. The line was removed without complications but the line was not saved by the surgery team in the or so we are unable to sequester the line for examination by the company.